Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the remote user interface joystick was not working. The system would be effectively unusable. There is no report of injury or death associated with event.